Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a tha surgery, the tip of the driver broke when the surgeon was inserting the screw to the bone. The patient¿s bone was hard. The surgeon used another driver and finished the insertion.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Product evaluation and results: the universal driver shaft was returned in used condition. It was observed that the hexalobular tip of screwdriver was broken off. The fractured piece was included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the product was being used to tighten a screw. Device falls within the scope of a CAPA. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Product history review: review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 03 other event for the lot referenced. Conclusions: the event reported that during tha surgery, the tip of the driver broke when the surgeon was inserting the screw to the bone. The reported event was confirmed as per visual inspection of the returned product which shows that the hexalobular tip of screwdriver shaft was broken off. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Device falls within the scope of a CAPA. The CAPA investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use.

Event description:
During a tha surgery, the tip of the driver broke when the surgeon was inserting the screw to the bone. The patient¿s bone was hard. The surgeon used another driver and finished the insertion.